Event description:
Medtronic received information that possible under delivery occurred. The attorney of the customer reported that customer's infant child suffered an intrauterine demise and was delivered stillborn by cesarean section on (B)(6) 2017. Customer had a previous pregnancy which resulted in an emergency cesarean section due to preeclampsia. For her second child, customer was using a replacement pump and her bgs varied more than previously and became difficult to control. On (B)(6) 2017, customer was seen at her obgyn. Her child was noted to be healthy. However, customer began suffering severe headaches with nausea and vomiting following her ultrasound. On (B)(6) 2017, customer was admitted for diabetic ketoacidosis. Customer's condition seemed to stabilize and she was discharged on (B)(6) 2017. On (B)(6) 2017, customer again experienced nausea and vomiting along with abdominal pain. She was taken by ambulance to the emergency department. It was determined that she was in diabetic ketoacidosis and was admitted to the intensive care unit. It was determined that customer's baby suffered an intrauterine death and was delivered stillborn by cesarean section on (B)(6) 2017. Customer is alleging the pump led to the diabetic ketoacidosis, resulting in the death of her baby.

Manufacturer narrative:
Additional information has been added which was not included with the initial report.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that possible under delivery occurred. The attorney of the customer reported that customer's infant child suffered an intrauterine demise and was delivered stillborn by cesarean section on (B)(6), 2017. Customer had a previous pregnancy which resulted in an emergency cesarean section due to preeclampsia. For her second child, customer was using a replacement pump and her bgs varied more than previously and became difficult to control. On (B)(6) 2017, customer was seen at her obgyn. Her child was noted to be healthy. However, customer began suffering severe headaches with nausea and vomiting following her ultrasound. On (B)(6) 2017, customer was admitted for diabetic ketoacidosis. Customer's condition seemed to stabilize and she was discharged on (B)(6) 2017. On (B)(6), 2017, customer again experienced nausea and vomiting along with abdominal pain. She was taken by ambulance to the emergency department. It was determined that she was in diabetic ketoacidosis and was admitted to the intensive care unit. It was determined that customer's baby suffered an intrauterine death and was delivered stillborn by cesarean section on (B)(6) 2017. Customer is alleging the pump led to the diabetic ketoacidosis, resulting in the death of her baby.